Manufacturer narrative:
Updated fields: h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the glue of objective lens peeled off due to stress of repeated use, external factors, or handling. However, a final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Subject device evaluation , service repair noted watertightness found not maintained due to cracks on the video connector and video connector case due to external factors. Additionally, it was noted the adhesive part of the objective lens has come off due to handling. Furthermore, the following findings during inspection were noted on the device: the bending angle found to be insufficient due to the elongation of the angle wire. The curved rubber observed with scratches caused by external factors. The curved rubber adhesive part noted to be missing. The universal cord observed buckled due to external factors. (It was assumed that the cables, tubes, light guides, etc. In the universal cord are affected.) Scratches found on the video connector due to external factors. The video connector found cracked due to external factors. Watertightness found not maintained due to cracks on the light guide (lg)connector due to external factors. Scratches found on the video connector case due to external factors. The video connector case found cracked due to external factors. Scratches found on the operation part due to external factors scratches found on the grip due to external factors. Scratches found on the ud plate due to external factors. Scratches found on the rl plate due to external factors. Scratches found on switch 1 (sw1) due to external factors. Scratches observed on the video cable cover due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device was observed with air leak from the connector port. The issue found during an unknown event. No patient harm, no user injury reported. Device evaluation noted the adhesive part of the objective lens has come off . This report is being submitted for the adhesive part of the objective lens that has come off .